Manufacturer narrative:
Medtronic continues to investigate the reported event.

Event description:
The customer returned the device for credit as the customer no longer wanted the device. When the device was received, all the warning icons were displayed in the readiness indicator and the device failed to turn on.